Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was received and evaluated. A visual inspection was performed to determine if the device had any gross visual defects that may contribute to the complaint condition. It was observed that the device was not broken and when tried to cut the suture the device functions as intended. The complaint cannot be confirmed.since the reported condition was not not confirmed and no defect found the root cause for the reported failure cannot be determined.furthermore, no lot number was provided which precludes in conducting a manufacturing record evaluation. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part returned for manufacturer review/investigation. Synthes mitek rep. Without a lot number, the device history records review could not be completed as no product was received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Device report from synthes mitek reports an event in (B)(6) as follows:it was reported by the affiliate via cst that the arthro pusher/cutter *ea broke. There was no surgical delay reported. The procedure has been successfully completed without fragments generated by using another instrument. No patient consequences reported. This complaint is for one (1) arthroscopic pusher/cutter. This report is 1 of 1 for (B)(4).